Event description:
It was reported that during a laparoscopic nissen procedure, shortly after establishing pneumoperitoneum, all three ports were leaking gas. It was suggested that they remover the universal seal, clean and replace. After doing this , the ports were still leaking. Upon inspection of the ports (post-op), the seals didn't look like they should. It was stated that this occurred even before any instruments were inserted into the port/sleeves and was not caused by the surgeon or any use of abuse of the sleeves. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Date sent: 7/15/2010. After several requests, the device was not received for analysis.